Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable drug infusion device. The drugs being delivered were unknown. The reason for use was non-malignant pain. It was reported that the patient has had an empty pump before. She did not know the medication, dose or concentration nor the date. She thinks it happened when she first got the pump in 2011 or 2012. They were seeing the same healthcare professional that she currently has. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the cause of the empty pump was "none." The patient's weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated or expected.